Manufacturer narrative:
Internal file number - (B)(4). The incident information was reviewed; however, the product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the similar incident review, there is no indication of a lot specific product quality issue. Additionally, there was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported core separation. It is possible that during advancement resistance was met with the heavy calcified and tortuosity anatomy causing the wire to bend or kink. Then during removal interaction with the anatomy likely resulted in the reported core separation; however, this could not be confirmed as there was minimal information reported and the guide wire was not returned for analysis. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device is being retained at the hospital and is not returning for analysis. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. (B)(4).

Event description:
User facility medwatch received states: during diagnostic left heart cath and at the start of the intervention portion, and approximately 2.5 cm portion of the tip of the whisper ms 190 cm 0.014 guide wire broke off in the distal portion of the lad. Md decided risk of removal outweighed benefit due to low migration potential. Patient and family notified. Additional information: heavily calcified lesions on proximal lad [left anterior descending] at 70%, stenosis 9mm, mid lad at 70% with 12mm stenosis and distal lad at 40% stenosis 10mm. Encountered heavy calcification and tortuosity.